Event description:
Approximately forty-two months after the implantation, the site reported a decrease in the patient's left-sided vad flow. A preliminary review of the controller log files revealed that the patient had had intermittent low flow alarms over for previous week and a half. Details regarding the function of the patient's right-sided vad were not provided. Details regarding the patient's symptoms at this time or his current medications were not provided. Details regarding the results of any diagnostic testing were not provided. Details regarding any initial attempts to treat the patient medically, if any, were not provided. The patient underwent pump exchange on (B)(6) 2014. The site reported seeing thrombus within the explanted pump. Given the size and shape of the material they observed, they felt that the event was most likely related to an ingestion. They further provided pictures of this opened pump showing material on the outer surface of the impeller. Details regarding the patient's immediate post-operative course were not provided.

Manufacturer narrative:
Additional information received indicates that the patient's lactate dehydrogenase (ldh) was elevated, partial thromboplastin time (ptt) was decreased, the patient's urine was dark in color and he was short of breath. An echocardiogram was done but the results were not provided. Acoustic testing was stated to confirm thrombus on the impeller. The patient was given heparin. The heartware vad is used for treatment not diagnosis. The lvad ((B)(4)) was not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed multiple "low flow, high watts " alarms on the date of the reported event. The site reported seeing thrombus within the explanted pump, they sent pictures as evidence. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Even though pathological analysis at the hospital confirmed the presence of thrombus; the cause and origin of the thrombus cannot be conclusively determined. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device not returned.